Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was over 300mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, scratched display window, and cracked case near the display window corners.